Event description:
It was reported to depuy acromed that a lumbar I/f cage broke post-operatively. The initial implant date is in 2001 and the cage was explanted in 2002. There were no other adverse consequences to the pt.

Event description:
It was reported to depuy arcomed that a lumbar I/f cage was expanted from a pt due to a potential pseudarthrosis. According to the complainant, the number of levels instrumented were extended during the revision surgery. There were no other adverse consequences to the pt. The cage was sent to dr. Bauer for a histological eval per the PMA approval requirement. The cage was not returned to depuy acromed. The lot number etched on the implant could not be read by the complainant. No further eval could be performed. As stated by the complainant, the most likely cause of the event is a pseudarthrosis. The labeling provided with the lumbar I/f cage cautions that a delayed union or a nonunion is a possible adverse effect. No further action is required.